Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging a does not turn on power issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The patient did not have testing supplies for troubleshooting. The meter was replaced.based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had a does not turn on power issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.